Manufacturer narrative:
(B)(4). The device was manufactured 09/17/2015 - 09/18/2015. The device was received for evaluation. A visual inspection was performed and revealed a ruptured bladder. Microscopic inspection revealed a marking located on the interior surface of the bladder near the rupture line. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor burst, indicative of a ruptured reservoir. This occurred during filling with sodium chloride. The device was less than half full when the burst occurred. There was no patient involvement. No additional information is available.